Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with only a date of death. Information identified in the manufacture¿s database indicated the patient died approximately 9 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.